Event description:
Pens creak loudly and the piston rod sticks [device failure] ([blood glucose fluctuation]) case description: this spontaneous report, received from another country and reported by a consumer as "fluctuating blood glucose levels, pens creak loudly and the piston rod sticks", concerns a male patient treated with novopen 3 (insulin delivery device) and novopen 3 (insulin delivery device) for diabetes mellitus (type and duration unknown). During use of novopen 3 and novopen 3 dezent blau, the patient developed fluctuating blood glucose levels between 500 and 30 mg/dl. One pen is used with novorapid penfill (insulin aspart) and the other with levemir penfill (insulin detemir). A nurse had recognized that the pens creak loudly and the piston rod sometimes sticks during turning back. Also, insulin has been leaking from at least one penfill. Furthermore, the patient does not re-use the needles. The patient has been switched to csii-therapy. The overall outcome is reported as "not reported". Reporter's causality: unknown, novo nordisk's causality: reportable. Analysis result: product: novopen 3, lot no.: ksc3090. Device conclusion: technical, visual and functional examinations were performed. The device was tested with a random penfill cartridge and a new novofine needle mounted. The movement accuracy of the piston rod was measured. The result was within acceptable limits. It was not possible to observe any faults in connection with the retraction of the piston rod. A small sound is heard when turning the return mechanism. However, this is just vibration of a spring in the mechanism, which is normal. During testing of the device it has not been possible to detect any dripping or leaking. Product: novopen 3 dezent blau. Lot no.: jsc1885. Device conclusion: technical, visual and functional examinations were performed. The device was tested with a random penfil cartridge and a new novofine needle mounted. The movement accuracy of the piston rod was measured. The result was within acceptable limits. It was not possible to observe any faults in connection with the retraction of the piston rod. A small sound is heard when turning the return mechanism. However, this is just vibration of a spring in the mechanism, which is normal. During testing of the device, it has not been possible to detect any dripping or leaking. There is dried insulin in the mechanism most likely come from a broken penfill.